Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios; omnipod software app version: 1.1.6; smartphone operating system: 18.3; smartphone hardware: iphone14.7; cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patients reports the pod could not be activated as they received a communication error after filling the pod. The patient reports they were not able to apply another pod as they did not have any left. The patient reports they were slurring their words and had no energy. In addition the patient reports having nausea as well as dry mouth. Once at the hospital the patient was treated with an insulin drip and manual shots of insulin. The patient was in the hospital for a total of 4 days.